Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed oversensing noise on right ventricular (rv) lead. On (B)(6) 2021, the physician elected to cap and replace the rv lead. The patient was stable.